Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported a secondary stopcock tap was tested with saline and found to be leaking, the first leaking device was filed under MDR # 1820334-2016-01407. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
A review of the complaint history, device history record, drawings, manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were two other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.